Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to incomplete reprocessing due to leakage from the endoscope and the foreign material remaining at the insertion section of the air/water channel and the light guide-tube side of the air/water channel. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: -detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited white residual on the air/water channel in both insertion tube and light guide tube side. There were no reports of patient involvement.